Event description:
Breast implant illness and lump. Breast implants allergan biocell texture high profile done in 2009. I'm having large amount of breast pain and a lump size of lime in my right breast due to breast implants in 2009. I was part of allergan survey but 3 years later, allergan stopped. I tried to contact them and they can't find my file even knowing I have the ID number. I have been sick for years, just now I found out why I have been sick and having chest pain. Allergan of FDA should have contacted us of this textured implants and it would be much easier. FDA safety report ID# (B)(4).